Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿broken prosthesis¿. This record is for the left side. Device status is unknown.

Manufacturer narrative:
Continued e1 (physician phone no): (B)(6). Additional, changed, and/or corrected data: b5, b6, d6b, e1, h6.

Event description:
Device was explanted and will be returned.

Event description:
Healthcare professional reported ¿broken prosthesis¿. This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.